Manufacturer narrative:
Product analysis: as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damages were noted. No damages were noted on the catheter body. No voids or flashes were found on the catheter hub, and no other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were examined within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub and tip without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rebar catheter was occluded when removing the thrombus. The patient was undergoing an emergency thrombectomy. It was noted the patient's vessel tortuosity was normal. It was reported that after the surgeon pushed the rebar into place, they delivered the fr stent to remove the thrombus, but the stent got stuck at the proximal end of the catheter and could not be pushed forward. After the stent was withdrawn, the rebar catheter was replaced and the thrombus was removed successfully. The patient was not injured. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-solitaire (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). The solitaire was a 4-20.